Event description:
Patient was transferred from a bed to a chair with a maximove lifter by 2 caregivers. When the patient was in the sling above the chair, one of the clips cracked. The patient came down into the chair and was hanging in a skewed manner; no injuries were suffered.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.